Manufacturer narrative:
Procode. Common name: mih system, endovascular graft, aortic aneurysm treatment. Product code: mih.

Event description:
Description of event according to initial reporter: "the zta-p-34-161-w was deployed in the descending thoracic aorta. There was evidence of a type 1b endoleak on the angiogram( 3005580113-2020-00057). The zta-p-34-113-w was then deployed distal to 1st device. The zta-p-38-117 was deployed proximal to the 1st device. Patient presented to the ER at a neighboring hospital and was transferred for an emergent tbranch repair." It was further reported: "the fracture was discovered on (B)(6) 2019. At the final angiogram, a type ib endoleak was noted and a second stent graft was placed distal to the graft. A third stent was placed to get a better seal zone. Tbranch was noted for future treatment if necessary. The endoleak was discovered post angiogram on the initial implant on (B)(6) 2016. Additional stent was placed to resolve endoleak."